Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: release valve assembly alarm. We found issues with check valve assembly. Failure occurs during the general check. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: -release valve assembly alarm. We found issues with check valve assembly. Failure occurs during the general check. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.